Manufacturer narrative:
Product analysis summary: the device returned for evaluation. A stopcock was attached to the luer of the delivery system. A kink was evident on the hypotube. Deformation was evident to the dislodged stent. Crimp impressions were visible on the exposed balloon surface. The balloon folds remained intact. Slight deformation was evident to the distal tip. The inner lumen could not be verified with a 0.015 inch mandrel most likely due to hardened blood in the guidewire lumen. No other damage evident to the remainder of the delivery system. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a 3.5x38mm resolute onyx rx coronary drug eluting stent to treat a mildly tortuous, severely calcified lesion exhibiting 95% stenosis located in the proximal-mid obtuse marginal (om). The device was inspected with no issues noted. Negative prep was performed without issue. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Excessive force was not used during delivery. It was reported that an attempt was made to deliver the 3.5x38mm resolute onyx stent to the om using a guideliner to facilitate the delivery, however the stent failed to cross the lesion. When pulling back the device the stent dislodged from the delivery system into the vessel. The guideliner was advanced over the stent and removed out of the body along with the guideliner. As this was the last 3.5x38mm resolute onyx stent available, the procedure was successfully completed using a 3.5x34mm resolute onyx stent overlapped with another resolute onyx stent that was later implanted in the proximallcx in order to make up for the length. The patient was reported to be alive with no injury.